Event description:
The customer reported that on (B)(6) 2025, the a5 anesthesia system ventilator was delivering tidal volume up to 700ml regardless of the mode or pressure settings (tried vcv, pcv, simv, ps). The patient had to be taken off the machine during a cesarean section due to the development of hypocapnia. Once the patient was spontaneously breathing, the caregiver was able to administer a low-pressure setting on pressure support. No patient injury reported.

Manufacturer narrative:
Mindray service representative evaluated the a5 anesthesia system (serial number: (B)(6)). The breathing system assembly was replaced and the unit was recalibrated to improve volume accuracy. The unit was tested per specifications and returned to the customer. Logs and breathing system assembly were returned for further analysis; issue remains under investigation.

Event description:
The customer reported that on (B)(6) 2025, the a5 anesthesia system ventilator was delivering tidal volume up to 700ml regardless of the mode or pressure settings (tried vcv, pcv, simv, ps). The patient had to be taken off the machine during a cesarean section due to the development of hypocapnia. Once the patient was spontaneously breathing, the caregiver was able to administer a low-pressure setting on pressure support. No patient injury reported.

Manufacturer narrative:
Analysis of a5 logs indicated that, based on pressure and inspiratory tidal volume measurements at the time of the occurrence, the a5 delivered appropriate ventilation. The replaced breathing assembly was tested and found to perform per specifications. Further comprehensive review of service records and a5 logs revealed that likely prolonged absence of flow calibration led to inaccurate tidal volume readings. The device operator's manual instructs users to calibrate the flow sensor after refitting or replacing the sensor, or if tidal volume readings are incorrect. After calibration of the a5 by a service representative, the machine performed per specifications.